Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer also reported sensor was not accurate. The customer was assisted with troubleshooting and reported that sensor was not recognized the blood glucose value. The device will not be returned for analysis.